Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced "black out spells" and have been brought to hospital by ambulance once while out walking. The caller stated that nothing irregular was seen on the device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.